Manufacturer narrative:
(B)(4). Batch #: unknown. Concomitant medical products: reload lot no. R4152r. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
Malformed staples. It was reported that during the low rectal resection surgery, when severing rectal tissue on the second firing, after fired, noted ecr60b staples malformed with irregular shape. Changed the new ecr60b fired, would not fire. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.